Event description:
Pt reports severe pain and scarring resulting in ER visit, 3 medical visits and medication. She purchased the lenses back in (B)(6) 2011. Her eyes was red and causing a lot of pain. She went to the (B)(6) as well as to two different specialist where she was diagnosed with a corneal abrasion. She was given antibiotics as well as steroid drops for her eyes. She says she is still having problems with her o.d and does not think she will be able to continue to wear contacts. Follow up with the ecp only confirmed the pt was seen, the treatment and outcome of the pt's condition has not been confirmed as of to date. This is being filed as corneal abrasion.

Manufacturer narrative:
This is being filed as corneal abrasion. Method code: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medial device and the incident. Conclusion code: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.